Manufacturer narrative:
Correction: d10 - implanted tendril lead and atrial lead should have been included.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented experiencing an infection. The pacemaker was explanted. The patient was in stable condition.